Manufacturer narrative:
(B)(4) date sent to the FDA: 11/16/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure in 2009 and mesh was implanted. The patient underwent unknown number of mesh revision surgeries. Years later in 2014, the patient stated that mesh broke and cut into vaginal wall causing excruciating pain and discomfort. The patient experienced burning sensation, infection, sleepless nights, depression and no sexual activity. The patient underwent a surgery on (B)(6) 2014 and experienced less pain after. As the patient states, now she is experiencing constant burning and throbbing pain along with discomfort after sitting, walking, sexually playing, or laying in one place for too long in a bed. It was also reported that the patient is exhausted, depressed and cannot sleep without pain relief. Additional information has been requested.